Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 388-466 mg/dl and ketone level was high. Customer changed infusion set site to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved with no permanent injury. Customer was discharged the next day with bg in target range. Customer did not know cause of elevated bg. There were no reported issues with pump supplies and no pump alerts or alarms.